Event description:
It was reported to covidien on (B)(6)2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports the 2nd lumen clotted and would not flush. The customer further reports that there was no difficulty handling the uvc during insertion. The uvc was inserted on (B)(6) 2013, in the umbilical. The catheter was not difficult to secure and was secured with an umbilical bridge using hi-tape. An x-ray was taken to verify the placement. Each line was flushed on a regular basis using 10ml syringe. The skin was prepped with povidone iodine and the hubs cleaned with 70% isopropyl alcohol. The uvc was removed on (B)(6) 2013 and replaced with a peripherally inserted central catheter. The customer reports no patient harm.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.